Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event has been confirmed and is being investigated by capas 12866756 & 12474528. Visual inspection of the sample noted 1 two-way foley catheter with balloon rupture (measuring 0.2520) on the return sample. His is out of specification per inspection procedure I(B)(4), which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, foley catheter inserted in operating theatre, prior to lower segment caesarean section. Some 12 hours later the catheter fell out. On inspection the balloon appeared ruptured. Discussed with operating theatre staff to notify the lot number/product number so the stock could be isolated pending investigation. All maternity stock checked, no existing stock has the same lot number.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, foley catheter inserted in operating theatre, prior to lower segment caesarean section. Some 12 hours later the catheter fell out. On inspection the balloon appeared ruptured. Discussed with operating theatre staff to notify the lot number/product number so the stock could be isolated pending investigation. All maternity stock checked, no existing stock has the same lot number.